Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that, just after placement, the catheter fell out of the patient with a deflated balloon. There were no missing pieces.

Manufacturer narrative:
Received only the catheter for evaluation. The reported event was confirmed as cause unknown. The evaluation found multiple pinholes on the shaft, which had caused water to leak out. Per the functional evaluation, the balloon was inflated with water and observed water leaking from the shaft. The pinholes were evaluated under a microscope and noted to be round. The origin of the pinholes could not be determined. The exact cause of the sample condition could not be determined and could not be assigned a manufacturing related process. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "contraindications method for use: do not reuse. Do not resterilize. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]"

Event description:
It was reported that, just after placement, the catheter fell out of the patient with a deflated balloon. There were no missing pieces.